Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was under sensing r-waves. The under sensing was noted on electrocardiogram. The device was reprogrammed. The patient was asymptomatic and was stable before and after reprogramming.